Event description:
It was reported that the right atrial (ra) lead had dislodged. The lead exhibited undersensing. The physician capped the lead and elected not to replace it since the patient has chronic atrial fibrillation (af). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.